Manufacturer narrative:
A combined initial and final report is being submitted due to engineering input received on 02-jun-2026 and the completion of the investigation on 15-jun-2026. Investigation - evaluation device evaluation: 1 unit of lot number c2320195 of oa-8.5 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 7 may 2026. Visual inspection: pushing catheter and guiding catheter returned. Pushing catheter examined and no issues observed. Guiding catheter removed from pushing catheter without issue. Guiding catheter examined and no issues observed. Radiopaque bands observed present on distal end. Functional inspection: pushing catheter and guiding catheter move freely over each other. 0.035 inch wire guide moves freely through pushing catheter. Attempted to flush water through device but would not flush. The reported failure was observed during laboratory evaluation. Manufacturing records: prior to distribution, all oa-8.5 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for oa-8.5 device of lot number c2320195 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: not applicable for use error complaints as per (B)(4) rev 031 - table 1 - investigation requirements. Instructions for use and label: the device preparation section of the instructions for use (ifu0134) states: step 1: "prior to introducing any devices, ensure the working channel of the endoscope is lubricated with water or a water-based lubricant." Step 7: "lubricate the wire guide locking device/endoscopic cap with a water-based lubricant." Based on the available information, there is evidence to suggest the user did not follow the IFU. As provided in the additional information, the customer rinsed/flushed the oa device with water; however, the IFU does not instruct users to flush, rinse, or prime the device (including the introducer, guiding catheter, or lumen) with water or saline at any stage of device preparation or use. Image review: several ercp images were submitted for review demonstrating the case at hand. None of the images were relevant to the complaint as the device was never inserted in the patient. Root cause analysis: a definitive root cause was established. The user did not comply with the requirements outlined in the IFU/labeling instructions. Based on the additional information provided, the customer rinsed/flushed the oa device with water; however, the IFU does not instruct users to flush, rinse, or prime the device (including the introducer, guiding catheter, or lumen) with water or saline at any stage of device preparation or use. This deviation from the instructions for use may have resulted in the reported device malfunction and inability to properly advance the wire guide. This conclusion is consistent with the laboratory evaluation findings, which noted that when water was flushed through the device, the device would not flush. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, while preparing to place a ttos-8.5-7 biliary stent using an oa-8.5 introducer/release device, they found that the oa-8.5 could neither be flushed with water nor allow passage of the wire guide. The device was replaced with a new oa-8.5, after which the stent was successfully deployed without further issues. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence.

Event description:
A combined initial and final report is being submitted due to engineering input received on 02-jun-2026 and the completion of the investigation on 15-jun- description of event. After the ercp stone removal procedure, we prepared to place the ttos-8.5-7 biliary stent and used the releaser oa-8.5. However, we found that the oa-8.5 device could neither be filled with water nor pass through the wire guide. Therefore, a new oa-8.5 device to release the stent normally. Patient outcome "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes 1. What type and size wire guide was used with the device? Hangzhou anrui amh-gw-s3545 2. Was the wire guide lubricated prior to use? Yes 3. Please advise the anatomical location of the intended target site. Bile duct 4. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. 5. Has the device been returned, could you please provide photos of the reported damage if available? Device returned 6. What is the endoscope manufacturer and model number that was used? Olympus jf260 working channel size 3.7 7. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Operation room cabinet 8. Was the functionality of the device tested before noticing the damage? If yes, please provide additional details, including any other devices that may have been used in conjunction with the cook device. The issue detected during initial inflation with water 9. Was the device stored according to the storage conditions indicated on the label? Yes 10. Do you believe any handling conditions at the facility could have contributed to the issue? If yes, please provide details. No. 11. *what is the reorder number, diameter and length of the wire guide that was used with this device in this? Amh-gw-s3545 outer diameter .035 long 450cm 12. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Duodenal sphincterotomy, duodenal papilla dilation, and cholangiopancreatography via duodenoscopy 13. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 14. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure? No. 15. How did the physician determine the length of stent to be used for the procedure? Measurement 16. Where was the stricture located in the duct? At bile duct entrance 17. Were any modifications made to the complaint device or accessories used with the device in this procedure (e.g., guiding catheter shortened, stent cut etc.) N/a, yes, no? (If yes, please indicate what modifications were made: please indicate why the modifications were necessary.) No/ 18. What was the target location for the stent? Bile duct 19. Procedure? * ercp 20. *was the wire guide inspected for damage prior to use? * yes 21. Was the device at the center of the complaint inspected for damage prior to use? Yes updated on 28may2026 1. Did they attempt to flush the introducer with water? If yes, at what stage of the procedure was this performed? Flushed after oa removal 2. Was the difficulty in advancing the wire guide observed after attempting to flush the introducer with water? Even flush water with difficulty.